Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received battery out limit. Customer¿s blood glucose was unknown. Customer also stated that the when she starts the insulin pump it occurs battery out limit and keys was not responding. The device will return for the analysis.

Manufacturer narrative:
Device passed the displacement test, idle current test, run current test, self test and off no power test. Pump received with normal operating currents. No unexpected low battery alarm and battery out limit alarm noted. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector on lcd is locked properly during visual inspection.